Manufacturer narrative:
Follow-up #1 (12/27/2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/13/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day at the "morning in beginning of (B)(6) 2011". She obtained glucose results of "268 and 253 mg/dl" on the subject meter, which she felt were inaccurate high compared to her feelings/normal values. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue she had less food/drink. She claimed "a couple of minutes" after the alleged issue started she felt an "accelerated heartbeat". The patient denied receiving any form of medical treatment in response to her symptom. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.